Manufacturer narrative:
Macroscopic analysis of the returned device did not identify thread damage consistent with cross threading. Functional testing with sample screw and mas did not identify any issue with respect to threaded interface of both mas and set screws. Microscopic examination of set screws noted atypical rod interface witness marks, when contrasted with comparative sample set screws. Additionally, rod interface nipple height found to be atypical when compared against the sample set screws. Microscopic examination of pedicle screw heads noted rod interface witness marks, consistent with comparative samples. Damage noted on both pedicle screw heads, near the threads, indicative of impact, and consistent with set screw marks noted. Additionally, the pedicle screw head rod interface component (crown) witness marks found to be similar to fully tightened samples in depth and shape, with some asymmetry noted on the crown. Inconclusive; unable to determine root cause from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the distal screw of t3-l5 construct cap, backed out of the screw, bilaterally. Fusion mass still intact. No patient complications were reported.